Event description:
The pt has two leads (from the same lot). It was reported the pt is not receiving adequate. Reprogramming was unsuccessful. X-rays revealed both lead have migrated and a vertebrae fracture. The pt will meet with an sjm representative again for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.